Event description:
The user was reluctant to use the internal device after it was activated on (B)(6) 2004. Since then, he has rarely worn the external device. Recently, however, he wanted to upgrade to a new model, the synchrony ci. Examinations revealed that his right cochlea had severely ossified and that the implant electrode had migrated. The device was removed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the active electrode migrated out of cochlea as confirmed during explantation surgery. Further the recipient wished to be explanted to be upgraded to a newer device type. This is a final report.

Event description:
The user was reluctant to use the internal device after it was activated on 08-apr-2004. Since then, he has rarely worn the external device. Recently, however, he wanted to upgrade to a newer model. Examinations revealed that his right cochlea had severely ossified and that the implant electrode had migrated. The device was removed.